Event description:
It was reported, the videoscope cable exera ii was defective and no longer provided an image. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device is still undergoing review via the repair center and no information is available outside of the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, e1, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the no image was not confirmed. Based on the results of the investigation, no root cause of the image issue could be determined. Olympus will continue to monitor field performance for this device.